Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As lot # 16099219m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, (B)(6) year old, female, underwent a left posteroseptal pathway procedure with a celsius¿ electrophysiology catheter and suffered a cardiac tamponade and deceased. After a diagnostic study was performed while using non bwi products catheters (st. Jude medical), celsius catheter was inserted retrograde via aorta to the left ventricle to access the posteroseptal pathway. When the ablation was successfully performed, physician noticed a significant drop in blood pressure and the patient had gone into cardiac arrest, result a cardiac tamponade. The physician as able to seal the perforation however, it was unsuccessful due to time that it took and the patient deceased. The physician¿s opinion regarding the cause of this adverse event is that this is patient¿s condition related. This patient had a relatively thin walled ventricle which was not expected in this simple elective procedure. The physician stated that regularly uses this type of catheter and therefore, was positive that it was not device related. The autopsy report confirms a perforation and excessive bleeding resulted in death. Settings during the event include: overall time for ablation at the site of injury was 2 min., while the cycle time was 60 sec. And no anticoagulation was given to the patient.